Event description:
During a premature ventricular contraction (pvc) procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The patient was planned for a pvc ablation under local anesthesia. Mapping started in the right ventricle with the ablation catheter. After that, it was decided to map the left ventricle through retro-aortic access. While mapping the left ventricle, the patient complained of thoracic pain and his blood pressure began to drop. An echography was performed which revealed a circumferential effusion around the right ventricle. The procedure was stopped and a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.